Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, the patient endured numerous medical problems for more than one year following this surgery (specifics unknown). Reportedly, in (B)(6) of 2011 the product was explanted. Following removal of the devise, the patient continued to suffer a variety of symptoms and as a result of the implantation of the subject product, she had to undergo additional surgery in (B)(6) 2012 (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.